Event description:
When a physician used the subject device to resect a retroperitoneal sarcoma for an abdominal surgery, the probe broke. The broken piece of the probe was taken out. The physician replaced the subject device with a different unit of same model. The procedure was completed as scheduled. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 15.0 mm from the distal end, and there was a scratch at the broken point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe presumably was scratched because the physician activated ultrasound output while the probe was in contact with metal such as a clip and forceps or the physician scrape the probe with a sharp object such as a scalpel. In addition, since the physician continued to use the scratched device, the probe tip was detached. The instructions manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects (e.g. Metal clips or other instruments), and do not grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidentally. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is submitted as a medical device report in an abundance of caution.